Manufacturer narrative:
1/8/1997 additional info received there were not three (3) devices involved in this incident, only two (2).

Event description:
It was reported during a laparoscopic cholecystectomy the red safety button would not stay down on two trocars. The dr held the button down and used the trocars. There was no consequence to the pt.